Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
The report received from the USA stating that the device was 'heating'. The device was not being used in surgery. There was no reported patient or user injuries. The date of the event is unk. There was no add'l info provided.